Event description:
Healthcare professional reported right side "any creases," valve delaminated from shell," and deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, partial delamination of the valve, broken on fill channel, and crack on fill channel. Leak test and microscopic analysis was performed which identified: a sharp broken and crack on fill channel, and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a sharp broken on fill channel assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure. Creases are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; valve delaminated from shell..